Manufacturer narrative:
The lot was manufactured from september 10, 2019 - september 12, 2019. Two (2) actual samples were received for evaluation. Visual inspection was performed using the naked eye which revealed that the bladder of one (1) sample was ruptured. No issues found in the second sample. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified only in one sample. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladders of two (2) small volume intermates ruptured when adding water to the bladders. There was no patient involvement. No additional information is available.